Event description:
It was reported that high impedance was detected on the patient's generator. No known surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
It was reported that the patient underwent possible revision surgery and that the high impedance resolved with pin re-insertion. The generator was disconnected from the lead, irrigated, and the test resistor reportedly provided impedance within normal limits. The existing lead was re-inserted into the generator and impedance was within normal limits multiple times. X-rays were received and reviewed. Complete pin insertion could not be assessed due to the angle of the image provided; however, a large portion of the end of the pin appeared to be sticking out, which could be related to incomplete pin insertion. Near the electrodes there was an area of suspicion in the lead continuity which may have been due to the quality and angle of the image. No sharp angles or discontinuities were observed in the visual lead portions. Based on the images, the presence of a microfracture could not be ruled out. No further relevant information has been received to date.